Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2016. On (B)(6) 2016 the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016, while hospitalized for the bt procedure, the patient experienced atelectasis in the right and left upper lobes of the lungs. Due to the atelectasis present in both of the upper lobes, the patient's right lower lobe was 'pulled up', or 'lifted', to the upper lobe side and subsequently experienced atelectasis. Since the atelectasis occurred in three lobes of the lungs, the patient became hypoxic and hospitalization was prolonged. The patient was intubated and treated with hyperbaric oxygen therapy. The patient did not recover from the hypoxic condition following the intubation and was therefore treated with extracorporeal membrane oxygenation (ECMO) therapy. It was reported that the patient's hypoxia resolved one week after undergoing the ECMO treatment. Upon recovering from the hypoxia, the patient was discharged from the hospital (exact date not reported) and the patient's condition was reported as stable. Additionally, it was noted that the patient does not have any symptoms of asthma. Additional information received on 13aug2016: the patient's third bt procedure was performed as part of the (B)(6) study. On (B)(6) 2016 the patient was admitted to the hospital for the bt procedure. On (B)(6) 2016 following the bt procedure, the patient developed dyspnea. The patient was treated with systemic administration of steroid drugs and 'administration or increase in the amount of another drug' (exact type not reported). The patient also underwent an additional bronchoscopy procedure along with 'other unspecified' treatment for the dyspnea. On (B)(6) 2016 the patient's dyspnea had resolved. On (B)(6) 2016 the patient was discharged from the hospital and the current condition was reported to be 'stable'.

Manufacturer narrative:
(B)(4). Patient age: the exact age of the patient is unknown, however the patient was reported to be over 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2016. On (B)(6) 2016 the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016, while hospitalized for the bt procedure, the patient experienced atelectasis in the right and left upper lobes of the lungs. Due to the atelectasis present in both of the upper lobes, the patient's right lower lobe was 'pulled up', or 'lifted', to the upper lobe side and subsequently experienced atelectasis. Since the atelectasis occurred in three lobes of the lungs, the patient became hypoxic and hospitalization was prolonged. The patient was intubated and treated with hyperbaric oxygen therapy. The patient did not recover from the hypoxic condition following the intubation and was therefore treated with extracorporeal membrane oxygenation (ECMO) therapy. It was reported that the patient's hypoxia resolved one week after undergoing the ECMO treatment. Upon recovering from the hypoxia, the patient was discharged from the hospital (exact date not reported) and the patient's condition was reported as stable. Additionally, it was noted that the patient does not have any symptoms of asthma.